Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation and data was not provided. The reported complaint of inaccuracies cannot be confirmed. A root cause could not be determined. The insulin pump system mentioned, is being reported under MFR# 3004753838-2015-76592.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. Patient is using an insulin pump system and cgm system concurrently. Sensor was inserted on (B)(6) 2015. The patient saw a doctor to discuss low events and a response plan. The doctor recommended that the patient only use one system because there may be communication issues. Patient was not prescribed anything. At the time of contact, no further information was reported.